Event description:
It was reported that a stored subcutaneous electrocardiogram (s-ECG) demonstrated noise on the presenting rhythm. The patient reported being sedentary at the time, working at a desk. Technical services (ts) reviewed the recording and confirmed noise oversensing. They also observed frequent noise and transitions from normal sinus rhythm (nsr) to tachycardia, resulting in the appearance of t markers. As no episode was recorded, ts could not definitively attribute all t markers to noise oversensing. Based on the available data, ts recommended in-clinic provocative maneuvers and troubleshooting, with selection of a sensing vector that minimizes noise oversensing. No adverse patient effects were reported. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. Additional information: the patient was seen in-clinic on (B)(6) 2026, and provocations were performed. The main cause of noise in all vectors was "left arm across to right shoulder." The patient also had an x-ray, but the x-ray department failed to perform a lateral (even though this was requested). The patient has started weightlifting more but does not think anything else has changed. Ts was consulted for further guidance. Additional information: the patient was seen in-clinic on (B)(6) 2026, and an exercise treadmill test (ett) was performed. Lateral x-ray was also obtained. Results from both were sent to ts for further review.